Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical application specialist reported laser seems less effective on deep transfixing keratoplasty (kt) mushroom transfixing plans. Doctor felt a lower value (in depth) less effective than usual. The doctor had a little more trouble separating the bridges made by the laser during a kt with mushroom pattern. Site reused the laser last week and no new problems were reported.

Manufacturer narrative:
A supplemental medical device report (smdr) # 01 is being filed to correct the date on the prior filed medical device report. Incorrect date of (B)(6) 2018 is being corrected to (B)(6) 2018. Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, patient is reported to be doing well at one month appointment. Patient is recovering normally from the graft.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. At the visit on site, the field service engineer performed preventive maintenance - no abnormality could be identified during the inspection. System meets company specifications. No technical root cause was identified as the product was found to be within specifications. Potential influence on flap depth may be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).